Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a difference in sensor glucose and blood glucose readings. Customer's sensor glucose reading was 42 mg/dl and her blood glucose reading was 420 mg/dl. Customer corrected for her high blood glucose levels. Customer stated that her blood glucose level was high due to the threshold suspend going off in the middle of the night. Customer declined troubleshooting since it was a one time event. Customer stated that the sensor is now settling in and looks good. Customer was advised to monitor the system. No additional information provided.